Event description:
In the american journal of critical care online, a published article referenced a monge et al trial that reported a case of a (B)(6) woman admitted to the ICU because of respiratory failure. The patient had 2 episodes of rectal bleeding; the first was 2 days after insertion of a flex-seal device.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The reporter states that endoscopy revealed a mucosal ulcer in the posterior distal part of the rectum. Treatment and use of blood products were not specified. No add'l patient/event details are available at this time. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. (B)(4).